Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast surgery with a 500cc mentor memorygel breast implant experienced right sided rupture intra-operatively. As a result, patient underwent removal with no replacement on (B)(6) 2021.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that patient is a 57-year-old caucasian who underwent breast reconstruction revision surgery. Patient experienced rupture post procedure. Patient also experienced itching post procedure. Reason for device explant and/or reoperation: rupture and local reaction. The updated investigation of the returned device was completed by the failure analysis lab on june 9, 2021. Device evaluation summary: according to the information received, the patient experienced a rupture in the smooth hpg, 500cc breast implant, itching and breast deformity. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the smooth hpg, 500cc breast implant was found to be ruptured, it was received in three pieces. A microscopic examination was performed, and the cause of the tear could not be identified. Manufacturer¿s reference number: (B)(4).